Event description:
Bd alaris pump infusion set - 11532269 tubing. Lot # (10) 20065136. When compounding medications my pharmacy had 3 tubing sets break. All the listed lot number. FDA safety report ID# (B)(4).